Manufacturer narrative:
The reported event was confirmed as use related as user uses the purewick for over 24 hours on occasion. Sample was not available for evaluation. The root cause identified is "user unaware of time limitation or forgets the patient is using the device". A DHR review was not required because the investigation was confirmed - use related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer has been using purewick female external catheter for some time now. Recently customer developed a urinary tract infection. Per internal bd response, bd does not provide specific testing or recommendations for use with patients diagnosed with utis. Suggested to discuss use with her healthcare provider as this would be a clinical decision. Bd cannot determine the cause of the uti. However, patient mentioned she uses the purewick for over 24 hours on occasion. Reminded the IFU states, "the purewick female external catheter should be changed every 8-12 hours or when the catheter is soiled with feces or blood." It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer has been using purewick female external catheter for some time now. Recently customer developed a urinary tract infection. Per internal bd response, bd does not provide specific testing or recommendations for use with patients diagnosed with utis. Suggested to discuss use with her healthcare provider as this would be a clinical decision. Bd cannot determine the cause of the uti. However, patient mentioned she uses the purewick for over 24 hours on occasion. Reminded the IFU states, "the purewick female external catheter should be changed every 8-12 hours or when the catheter is soiled with feces or blood." It was unknown what medical intervention was provided for urinary tract infection.